Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, severely scratched lcd window and case and torn keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was run over. Customer stated that the device got damaged when it hit the ground. Blood glucose value was 130 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.